Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube at reservoir window corner, cracked battery tube threads and minor scratched lcd window. Drive support disk was inspected and no anomaly was noted. Unable to perform basic occlusion test, occlusion test, displacement test or dat test due to broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 76 mg/dl at the time of the incident. The customer was at 235 m/dl at the time of the call. The customer used candy and was given food and intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also mentioned pump damage. The insulin pump will be returned for analysis.